Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. However, the returned device indicated a loose/detached set screw and indicated the set screw was found in the connector bore. (B)(4).

Event description:
It was reported that during the implant procedure, there was an issue with the device¿s set screw. The device was not implanted. No patient complications have been reported as a result of this event.